Event description:
The hospital reported that during a coronary artery bypass procedure, the saline and co2 was unable to be regulated on two blower misters. The second device was used to complete the procedure. The hospital did not report any pt effects. The devices will reportedly not be returned to maquet cardiac surgery for investigation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4). Device#2: model cb-1000, cat: na, serial: ni, lot#: 96255386, expir date: 12/01/2013. Other: na.